Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.